Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Unknown cause of event. Conclusion: unknown cause of event. Endoleak.

Event description:
Correction: last name.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm was not provided. It was reported that on the final angiogram a proximal type I endoleak was observed. The physician remodeled the bifurcate twice with a reliant balloon for better seal however, the endoleak was still present and was left uncorrected. The physician initially ordered a 28 in diameter bifurcate as this was thought to be sufficient however, decided to go for more oversizing and implanted a 32 bifurcate. The physician suspects that the cause of the endoleak is due to 32 bifurcate being the wrong size (wrong stent in the delivery system). The physician believes the proximal graft diameter is smaller than labeled and is believed to be about 25 mm in diameter. The stent graft is not available for return as it remains in the patient. The packaging inner pouch and box are not available for return as the procedure was done approximately seven months ago. The labeling on the inner pouch matched the outer box. The box was sealed when it was taken off the shelf. At the patient¿s one week follow up, the endoleak appeared to have resolved however, there w as a miscommunication with the hospital and the endoleak is still present. A couple weeks after implant, measurements were taken of the proximal graft diameter and is believed that the diameter is not 32 mm as the labeling displayed. The physician has discussed with the patient intervention plans to implant a fenestrated proximal cuff however, for the time being, will monitor the patient. Film review analysis: review of returned films pre-implant revealed that the proximal neck ID (flow lumen) just below the renals was approximately 23x24mm, and 2cm below the renals measured 25mm x 26mm. The neck was angulated 50deg a-p and 65deg r-l. The max aaa diameter was 5.4 cm and lined with calcification, and also contained thrombus. The iliacs were calcified bilaterally, and the right common iliac was aneurysmal (28mm diameter). Cta's 3 months post-implant showed that the bifurcate was placed just below the renals. Six (6) suprarenal stent apices were confirmed deployed within the suprarenal aorta. The ipsilateral limb was on the right side, with the ipsi extension placed into the right external iliac. The contra limb and extension were placed into the left common iliac. The od at the proximal stent graft margin within the neck measured approximately 27mm, 2mm below measured 29 x 30mm, and just above the flow divider was 30mm. There is a likely proximal type I endoleak. The max diameter aaa is 5.5cm. Both limbs are patent. The cause of the proximal type I endoleak is uncertain. A possible contributor could be the calcified proximal neck. Oversizing within the proximal neck has also been found to cause infolding which may also have contributed to the endoleak. The revelation that the bifurcate had six (6) suprarenal stents, along with the implanted bifurcate od measurements, all confirm that the implanted bifurcate was a 32mm device.